Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the gasket of the trocar tore. Another trocar was pulled to complete the case. There was no consequence to the pt.